Event description:
It was reported by service report that the base spacer bar came off of the base. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results - base spacer bar.